Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and log files from connected ventilator were not attached to this investigation. No further information is available. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not work. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Thermoelectric cooler has been found defective and replaced. The issue has been resolved and the device was returned in good working condition. Our conclusion is that the replaced part was the cause of the failure. Alarms will be generated, and proper measures can be taken. The root cause to the reported issue has not been determined. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided d4 serial #, and h4 device manufacture date, correspond to device involved in the event. A correction of field # d1 brand name, # d4 version or model# and #d4 unique identifier (UDI) # was required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 ¿ version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779 d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4), corrected unique identifier (UDI) #: (B)(4).